Event description:
Device 1 of 2. Reference MFR. Report number 1627487-2013-11309. It was reported the patient had been experiencing positional stimulation since undergoing neck surgery. It was also reported the patient experienced jaw tightness and a pulling sensation in her lip. The pulling sensation ceased when the patient deactivated stimulation. The patient's symptoms resolved after an sjm representative reprogrammed her.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.